Event description:
It was reported that the insulin pump was dropped and a piece broke off. Customer's blood glucose level at the time 145 mg/dl. The customer was advised that the device would be replaced.

Manufacturer narrative:
Insulin pump was received with broken off the end cap, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.